Manufacturer narrative:
Sc1-cap locked in place properly during testing. Proceeded by using original battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool reveals failed batt test alarms from on (B)(6) 2025 00:54:19.000 through on (B)(6) 2025 00:54:46.000, with several alarms noted. The pump was received with normal operating currents. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement test, active current measurement test, and self-test. However, failed battery alarms were noted during testing. Additionally, unit failed rewind test when pump error 37 was displayed after rewind attempt. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 preventing proper rewind of unit. Additionally, the adapt tool revealed pump error 37 was found on (B)(6) 2025 00:54:05.000 through on (B)(6) 2025 01:02:08.000, with several alarms noted. Line: 795, file: (B)(4). Pump error 38 was not observed during testing; however, pump error 38 was noted in adapt on (B)(6) 2025 01:03:01.000 through on (B)(6) 2025 01:26:20.000, with several alarms noted. Line: 726, file: (B)(4). Unit was cut open and a visual inspection of connectors and electronic stack was performed. Per visual inspection, corrosion was found on the motor home switch, leading to the customer's alleged pump errors 37 and 38. Isolate to motor and electronic assembly. Unit was received with the following cosmetic damages: scratched case and pillowing keypad overlay. In conclusion, customer's alleged failed battery test was confirmed when a failed battery alarm was noted during testing and multiple abnormal alarms were noted in adapt. Additionally, customer's alleged pump error 37 was confirmed when pump error 37 was noted during testing and in adapt. Pump error 38 was also confirmed when pump error 38 alarms were noted in adapt. Corrosion on the motor home switch led to pump error 37 and 38. Due to corrosion found during deconstructive analysis, isolate to motor and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed), a pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast), and a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm and unable to rewind the pump. Troubleshooting was performed for the battery failed alarm, and the customer reported that no damage to the battery cap contacts and compartment springs. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.